Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
On 9/15, the pt's blood glucose result on her one touch basic meter was 43 mg/dl. She was transported to the hosp where, 15 mins later, a blood glucose result of 390 mg/dl was obtained on a hosp meter (type unk). The pt was treated with an injection of insulin (amount and type unk), 2 bags IV fluids and was released when her bg was 199 mg/dl. Testing was not performed on the meter throughout the week because it "wasn't working right" and no insulin was given. On 9/22, a 9/a blood glucose result on the pt's meter was 543 mg/dl. The pt was advised to see her dr where a lab result of 365 mg/dl was obtained at 9:30/a. She was admitted to the hosp for regulation of blood glucose levels and insulin adjustment. Although the meter is cleaned according to MFR's recommendations, it is cleaned only when it prompts "clean test area." No quality control tests are performed.